Event description:
It was reported that the pump had a "volumetric flow difference greater than 6% ". Per reporter, the problem was noted when returning the rental to their premises during the usual restocking checks as well as annual preventive maintenance. There was no patient involvement and no patient harm.

Manufacturer narrative:
E1: (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed which found a bubbled dso seal. Functional test was performed, and the pump was tested for flow accuracy and failed. The customer's reported problem was duplicated. The cause of the issue was that the expulsor was too high. The explusor was replaced in order to fix the issue.